Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain/ pelvic area pain') in an adult female patient who had essure (batch no. B69761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genital herpes, gestational diabetes, bell's palsy, calculus of kidney, substance abuse, postoperative nausea, back injury, depression (not recovered prior to essure) and anxiety (not recovered prior to essure). Concurrent conditions included uterine bleeding, pelvic discomfort and bloating. Concomitant products included oral contraceptive nos from (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced complication associated with device ("complications"). The patient was treated with clonazepam, fluoxetine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the complication associated with device, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, complication associated with device, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in removal date (B)(6) 2015 and in same pfs (B)(6) 2015. Discrepancy noted in essure confirmation test date- (B)(6) 2012. Insertion details - right side - 5 coils, left side - 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral satisfactory positioning of essure implants with bilateral cornual occlusion.; on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: mr received: lot no. Was added. Reporters were added. Lab test was added. Fu 04 & 05 processed together. On 17-jan-2020: plaintiff fact sheet received. Fu 04 & 05 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain/ pelvic area pain') in an adult female patient who had essure (batch no. B69761-invalid.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genital herpes, gestational diabetes, bell's palsy, calculus of kidney, substance abuse, postoperative nausea, back injury, depression (not recovered prior to essure) and anxiety (not recovered prior to essure). Concurrent conditions included uterine bleeding, pelvic discomfort and bloating. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced complication associated with device ("complications") and hypersensitivity ("allergic reaction"). The patient was treated with clonazepam, fluoxetine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the complication associated with device, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, complication associated with device, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in removal date (B)(6) 2015 and in same pfs (B)(6) 2015 discrepancy noted in essure confirmation test date- (B)(6) 2012. Insertion details - right side - 5 coils, left side - 3 coils. Discrepancy noted in insertion date: previously reported feb-2011 and updated to (B)(6) 2011. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral satisfactory positioning of essure implants with bilateral cornual occlusion.; on (B)(6) 2012: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: update of information essure (batch no. B69761 is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain/ pelvic area pain') in an adult female patient who had essure (batch no. B69761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, genital herpes, gestational diabetes, bell's palsy, calculus of kidney, substance abuse, postoperative nausea, back injury, depression (not recovered prior to essure) and anxiety (not recovered prior to essure). Concurrent conditions included uterine bleeding, pelvic discomfort and bloating. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced complication associated with device ("complications") and hypersensitivity ("allergic reaction"). The patient was treated with clonazepam, fluoxetine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the complication associated with device, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, complication associated with device, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in removal date (B)(6) 2015 and in same pfs (B)(6) 2015 discrepancy noted in essure confirmation test date- 17jan2012 insertion details - right side - 5 coils, left side - 3 coils. Discrepancy noted in insertion date: previously reported (B)(6) 2011 and updated to (B)(6) 2011 patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral satisfactory positioning of essure implants with bilateral cornual occlusion.; on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event allergic reaction added. Event outcome were updated. On 9-jan-2020: no new information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, (B)(6), gestational diabetes, bell's palsy, calculus of kidney, substance abuse, postoperative nausea and back injury. Concurrent conditions included uterine bleeding, pelvic discomfort and bloating. Concomitant products included oral contraceptive nos from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("complications"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with clonazepam, fluoxetine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the complication associated with device, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, complication associated with device, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in removal date (B)(6) 2015 and in same pfs (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: new pfs received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/pelvic pain were added. Outcome for pain added. Concomitant and treatment drugs added. Concomitant and historical conditions added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.